Event description:
It was reported by the customer that the device was alerting an energy fault message when charging at low joule levels; however, the device was able to charge at higher energy levels with no errors. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing. The device software was upgraded and the device was returned to the customer for use. The root cause of the reported failure could not be determined.